Event description:
Customer reported he was hospitalized for high blood glucose. Customer stated that the physician found customer with nerve neuropathy and low thyroid problems that caused high blood glucose. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.